Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The morning of (B)(6) 2014, the customer woke up with a blood glucose level 360 mg/dl and the insight insulin pump was without function. It appears to have shut off without first providing an error or alert message. No adverse event reported. A request was made for the return of the device.